Event description:
Implant date in 1999. Routine follow-up exam discovered four screws were broken. Pt alleges pain and disability five months later. Pt claims increase in pain. Not reported to have been explanted.